Event description:
It was reported that during an iliac artery stenting procedure, a stent length issue occurred. The lesion was located in the iliac artery. The lesion was 35mm in length. The wallstent 8x47mm stent was advanced to the lesion and partially deployed. The physician felt the wallstent had a "shortening issue" and therefore advanced a wallstent 8x47mm stent to the lesion and partially deployed the stent (<50% deployed). The physician "found the stent too long." The procedure was completed with another unspecified stent 7x34mm. No patient complications were reported. The patient status is "stable."

Event description:
It was further reported that the lesion was 70% stenosed, and the vessel was not tortuous and not calcified. The procedure was completed with another wallstent 7x34mm.

Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was further reported that the lesion was 70% stenosed, and the vessel was not tortuous and not calcified. The procedure was completed with another wallstent 7x34mm.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).